Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed and a white fiber-like particulate matter (pm) was observed adhered onto the drain line port, outside the fluid pathway. The sample underwent a pressure test with no leaks observed. A functional (self and priming) test was performed with no issues noted. Micro-fourier transform infrared spectrometry (ftir) examination of the particle and tube connector produced an identical spectra of plasticized pvc (polyvinyl chloride). The reported condition of pm was verified. The cause of the condition was determined to be manufacturing related and possibly generated from an abrasive movement during the drain line assembly of manufacturing. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (black spots) was observed inside a homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.